Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system was removed by the patient, and 1cm of the catheter was missing. A CT was conducted on the patient's forearm, but the broken piece was not found.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8106255 & 8198180. Our records show that this is the only instance of this issue occurring in either batch of bd pegasus. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections. Additionally, based on key segments of the your description of the events leading up to the damage observed in the sample, our engineers were able to determine the root cause to be the removal of the catheter by the patient after three days of use.

Manufacturer narrative:
Correction: additional information was received from the customer. The following information has been updated: date of event: (B)(6) 2018. Medical device catalog#: 383914. Unique identifier (UDI) #: (B)(4). Date received by manufacturer: 2018-11-18.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system was removed by the patient, and 1cm of the catheter was missing. A CT was conducted on the patient's forearm, but the broken piece was not found.

Manufacturer narrative:
Investigation summary: a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Because the lot number was not available, the retention samples could not be tested in relation to this complaint. However the based on key segments of the your description of the events leading up to the damage observed in the sample, our engineers were able to determine the root cause to be the removal of the catheter by the patient after three days of use.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system was removed by the patient, and 1cm of the catheter was missing. A CT was conducted on the patient's forearm, but the broken piece was not found.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system was removed by the patient, and 1cm of the catheter was missing. A CT was conducted on the patient's forearm, but the broken piece was not found.